Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 802:03 alarm was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was a result of a 803:02 failure code and determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions during manufacturing found. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 802:03. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.